Manufacturer narrative:
Evaluation summary the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 21st and 25th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was verified. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was predilated. When resistance was encountered, excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a moderately calcified, moderately tortuous lesion in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. When trying to move the stent forward to implant it, resistance was encountered in the lad. The device was completely removed. It was reported that the stent deformed in vivo during positioning. The procedure was completed with the same make and model stent. The patient was reported to be alive with no injury.